Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received inappropriate shocks for supraventrentricular tachycardia (svt). No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific technical services (ts) discussed when the device detects in the monitor only zone and redetects in the ventricular tachycardia (vt) zone no inhibitors are available. The monitor only zone was programmed off. Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.